Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A phone call was made to the healthcare provider (hcp) office. When asked for the device disposition the supervisor said that the patient¿s body was rejecting the implant which is why it was explanted. They reported that the disposition of the device is not mentioned in their system, they did not know it¿s disposition.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the stimulator put in in march, but their body rejected it almost immediately. Patient said it felt like it was on fire. Patient said they had a lot of other surgeries and the doctor said maybe it was the nerve that got cut during the surgery so give it some time. Patient then said they just had the implanted neurostimulators removed 2 weeks ago or so. Patient asked what to do with their old equipment. Agent reviewed donation options and patient wanted to donate equipment back to mdt. An email was sent to the repair department to send a box and prepaid label for patient to donate the equipment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their body rejected the implant and the area was on fire constantly. The feeling went away once the device was removed. Now pt noted they were dealing with sore muscles around the scar tissues. Pt noted the implant would be returned to medtronic for analysis.